Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Agency name: (B)(6). When did it occur? : before use. Hypodermic needle injury: no other treatment: no were the returned items used? : no returned quantity: (B)(4). Details of the event (timeline, history, etc.): the scale marking was printed twice. (It seemed to have happened before).